Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that an infusion set fell off in the shower and that there was blood at the site, and that another infusion set had a bent cannula. The blood glucose reading was 400 mg/dl. The caller stated she would treat with manual injection and change the infusion set.